Manufacturer narrative:
B5: updated with new information pertaining to patient death. D4: full UDI is not available due to missing catalog and lot number. H6: update to coding.

Event description:
It was further reported that the patient developed invasive systemic fungal fusariosis infection, which resulted in lung bleeding form fusariosis cyst rupture on (B)(6) 2026 and the patient passed away on (B)(6) 2026. A stryker instruments medical safety director was consulted for a clinical opinion. Based on clinical experience and research, it is unlikely that the nasopore device is the source of the fungal infection, as it is manufactured sterile. In severely immunocompromised patients, invasive fungal sinus infections (fusarium) are common and occur rapidly, frequently following routine events such as nosebleeds. When infections are positive with aggressive molds, such as fusarium species, they can become systemic very quickly and result in pulmonary involvement. Fusarium species are known to infect immunocompromised patients through environmental exposure, particularly airborne or through contaminated water systems. Certain fungal species form dry, airborne spores, making environmental exposure more likely than exposure from a sterile packaged device. Based on the available information, there is insufficient evidence to support a causal relationship between the device and the reported infection.

Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: a follow up report will be sent when the investigation is complete.

Event description:
It was reported that during a procedure a nasopore product was inserted into left nasal passage to assist patient (with cll and low platelet count) with ongoing slow nosebleeds. The procedure was completed successfully however the patient experienced irritation post operatively, followed by excruciating pain in left nasal and sinus cavity three days later (ongoing). Morphine was administered to patient for pain, to which patient was resistant. Evidence of a scraped nasal passage and external bruising was reported, 8 days post procedure. Use of device was discontinued. No further information available at this time.